Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Battery capacity is 50-74% with 3 green lights on the battery capacity display. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02020 and 3007042319-2015-02021) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced power switching. The patient described that the two batteries showed "abnormal behavior" as switching to the other controller port, even when the led gauge on the battery showed 3 led lights. The two batteries were replaced by the facility and the event was resolved. There were no reported consequences or impact to the patient. No additional information was provided. Investigation is ongoing. This is report 2 of 2.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is two of two reports (3007042319-2015-02020 and 3007042319-2015-02021) submitted for devices related to the same event.